Manufacturer narrative:
(B)(4).

Event description:
This lv lead dislodged (B)(6) 2017. The lead was successfully repositioned and remains implanted.

Manufacturer narrative:
On (B)(6) 2017 - this lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.